Event description:
It was reported resistance was encountered removing this guidewire from another MFR's catheter during an aortogram procedure. Continued exertion against resistance resulted in a portion of the guidewire's coating detaching and remaining in the pt. Uneventful retrieval of the detached coating utilizing a snare followed. The procedure was successfully completed with this device. Pt is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. The co's follow up revealed exertion against resistance resulted in a portion of the guidewire coating detaching in the pt. The co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's direction for use state: "warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under flouroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meet resistance. Resistance may be felt tactilely or noted by tip buckling during flouroscopy... Free movement of the guidewire within a catheter is an important feature of a steerable guidewire system, because it gives the user valuable tactile info... Test the system for any resistance prior to use."